Event description:
A biomedical technician at a healthcare facility in (B)(6) reported that two mr850 respiratory humidifiers were overheating and that the breathing circuit used with one of these humidifiers had melted. There was no patient consenquence reported.

Manufacturer narrative:
(B)(4). The serial numbers for the two complaint humidifiers were (B)(4). The humidifiers in question were not returned for evaluation, nor was the circuit that had allegedly melted. The healthcare facility was planning to service the humidifiers and put them back into service. Questions were sent to the hospital in an attempt to discover more details about the sequence of events, we specifically asked about external heat sources and device set-up. We also asked what type of breathing circuit was being used and requested a copy of the service report following the servicing of the devices. We did not receive any photographs or other evidence of the reported damage and no further information was provided .our analysis is accordingly based on the description of events and our knowledge of the product. Conclusion: based on the description of this reported event and our experience with similar events in the past, it is most likely that a non-fisher & paykel breathing circuit was being used with the mr850 humidifier. We have not received any complaints where a fisher & paykel breathing circuit has melted while in use with an mr850 humidifier. With regard to the reported overheating of the humidifiers, the mr850 has been designed so that in the event of a failure the unit will shut down in a safe state and warn the user that a fault has occurred. It does this by monitoring the correct operation of its critical circuits. If a fault is detected it will try to report this by giving an error code and alarming visually and audibly. Failure of the heater plate component on the mr850 does not pose any risk to a patient as it renders the heater base inoperable, nor does it affect any of the many safety systems built into the mr850 humidifier. Without the devices to evaluate and in light of the lack of information received, we cannot definitively determine what caused the events reported by the customer. The interaction between the various components, namely the humidifier, the sensing probes, the chamber, the breathing circuit and the patient interface is critical to ensuring safe and efficacious delivery of therapy. Our user instructions for the mr850 state: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance and compromise safety"